Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A zip fix became unfastened, post operative, pushing out on skin in sternal-chest area. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implant date: (B)(6) 2013. Explant date: (B)(6) 2013.